Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7304 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2008; 5076 implantable pacing lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged shortly after initial implant. The lead was capped. No patient complications have been reported as a result of this event.